Manufacturer narrative:
Section a1 - patient identifier: sids =(B)(6). This report is being filed on an international product, architect havab-igg, list number 06c29-22, that has a similar product distributed in the us, list number 06l27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive architect havab-igg results for 9 patients. The samples were repeated, and nonreactive results were obtained. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): (B)(6) 2023 sid (B)(6). Initial result (isr03259) = 1.54 s/co, repeat results (isr03259) = 0.48 s/co, 0.72 s/co. (B)(6) 2023 sid (B)(6). Initial result (isr03259) = 1.89 s/co, repeat result (isr50556) = 0.48 s/co. (B)(6) 2023 sid (B)(6). Initial result (isr03259) = 2.02 s/co, repeat result (isr50556) = 0.75 s/co. (B)(6) 2023 sid (B)(6). Initial result (isr03259) = 1.15 s/co, repeat result on 22nov2023 (isr50556) = 0.57 s/co. (B)(6) 2023 sid (B)(6). Initial result (isr50556) = 1.30 s/co, repeat result (isr03259) = 0.72 s/co. (B)(6) 2023 sid (B)(6). Initial result (isr03259) = 1.24 s/co, repeat results (isr50556) = 0.79 s/co, 0.89 s/co. (B)(6) 2023 sid (B)(6). Initial result (isr03259) = 1.00 s/co, repeat results (isr50556) = 0.55 s/co, 0.42 s/co. (B)(6) 2023 sid (B)(6). Initial result (isr03259) = 1.44 s/co, repeat results (isr50556) 0.58 s/co, 0.55 s/co. (B)(6) 2023 sid (B)(6). Results on isr03259 = 1.47 s/co, 1.93 s/co, 1.66 s/co. Repeat results on isr50556 = 0.86 s/co, 0.95 s/co, 0.69 s/co. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false reactive architect havab-igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 51548be00 and complaint issue. The overall performance of the architect havab-igg reagents in the field was reviewed using data from customers worldwide. The standard deviations to cutoff for the negative population and median values of the negative population for the complaint lot number 51548be00 are within the established limits and comparable to the historical reagent lot performance. A review of the field data suggests that the performance is acceptable. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the architect havab-igg reagent, lot number 51548be00.

Event description:
The customer observed false reactive architect havab-igg results for 9 patients. The samples were repeated, and nonreactive results were obtained. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): (B)(6) 2023 sid (B)(6) initial result ((B)(6)) = 1.54 s/co, repeat results ((B)(6)) = 0.48 s/co, 0.72 s/co (B)(6) 2023 sid (B)(6) initial result ((B)(6)) = 1.89 s/co, repeat result ((B)(6)) = 0.48 s/co (B)(6) 2023 sid (B)(6) initial result ((B)(6)) = 2.02 s/co, repeat result ((B)(6)) = 0.75 s/co (B)(6) 2023 sid (B)(6) initial result ((B)(6)) = 1.15 s/co, repeat result on (B)(6) 2023 ((B)(6)) = 0.57 s/co (B)(6) 2023 sid (B)(6) initial result ((B)(6)) = 1.30 s/co, repeat result ((B)(6)) = 0.72 s/co (B)(6) 2023 sid (B)(6) initial result (isr03259) = 1.24 s/co, repeat results ((B)(6)) = 0.79 s/co, 0.89 s/co (B)(6) 2023 sid (B)(6) initial result ((B)(6)) = 1.00 s/co, repeat results ((B)(6)) = 0.55 s/co, 0.42 s/co (B)(6) 2023 sid (B)(6) initial result ((B)(6)) = 1.44 s/co, repeat results ((B)(6)) 0.58 s/co, 0.55 s/co 05dec2023 sid (B)(6) results on (B)(6)= 1.47 s/co, 1.93 s/co, 1.66 s/co repeat results on isr50556 = 0.86 s/co, 0.95 s/co, 0.69 s/co no impact to patient management was reported.